Event description:
It was reported that approximately three weeks ago, the patient was on vacation, and while on the plane, a lady hit the patient in the back with a suit case and hit the implantable neurostimulator (ins). Since that time, when the patient turned on the implantable neurostimulator (ins) they did not feel stimulation sensation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).